Event description:
At bedside doing assessment, large amount of blood noted on blanket. Uac clamped immediately. Blood appeared to be oozing from stopcock site. Weighed blood loss amount approx 50mls. Bp stable, neonatologist informed, orders received. Stopcock & connecting tubing replaced. Argon clear stopcock with male luer lock used as a part of the umbilical artery catheter line for the administration of fluids. Dates of use: 2009. Diagnosis or reason for use: newborn c section twin b. Event abated after use stopped: yes.